Manufacturer narrative:
The device has not been returned; therefore, solventum is unable to verify the leak, identify exact location and root cause at this time. Based on the problem description, a likely cause is the tubing disconnected from the spike. Possible causes of spike leaks include pulling on tubing instead of holding on to the spike, excessive twisting of spike, excessive force on tubing when removing spike from infusion bag, or insufficient bond of tubing to spike. Spike to tubing bond failure can also be caused by over pressurization of set above 300 mmhg. Solventum will continue to monitor.

Event description:
A user facility reported while changing the blood bag during a cardiac arrest, the spike detached from the tubing of 3m¿ ranger¿ blood/fluid warming high flow set. No injuries or medical interventions were required due to the alleged malfunction.